Event description:
It was reported that during the procedure, due to an extensive, dense adhesions prior to entering the uterus. The bleeder was grabbed with kelly clamp and bovie was applied to cauterized the bleeding. Spark between bovie and patient tissue was seen, bovie was remove from field with visible orange flame at the tip, bovie power button was release, held upright and extinguished on its own. Bovie was replaced with a sterile single pack bovie, performed same procedure throughout surgery. Both bovie was set at 40/40. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.